Event description:
This is a case report received through baxter's afterhours call service from a home patient (hp) with a report of a system error 2240 (air in set) alarm on the homechoice (hc) during therapy. The hp had already disconnected from the hc machine. The hp reported the heater line connection was loose. The patient was advised to start the therapy again with new supplies or to perform a manual exchange. The hp will end therapy since they were already in dwell 6 of 6. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.